Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6)2013, where the patient was treated for a distal radius fracture by open reduction internal fixation (orif), the screw penetrated the plate. The event occurred as the surgeon had set the quick drill sleeve into the proximal row most radius holes over the guiding block and had drilled at 1.8mm; and while inserting the screw by screwdriver with a torque limiter, the screw penetrated the plate (without any resistance). It was also reported the surgeon decided to continue the insertion and removed the screw with a skin incision in the dorsal approach. The surgeon also decided there was no cause for concern (for both patient and fracture site), and decided not to use the hole, but still went ahead and implanted the plate using the other additional holes. No further information was provided. This is 1 of 2 devices for this event reported on complaint (B)(4).